Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The bag to vent switch was cleaned, and microswitch was reset to resolve the reported issue. H3 other text : the distributor performed a checkout of the equipment and confirmed the reported complaint. The bag to vent switch was cleaned, and microswitch was reset to resolve the reported issue.

Event description:
The hospital reported an error that results in an inability to initiate mechanical ventilation. There was no patient involvement.